Event description:
It was reported that the device was working intermittently. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: the customer stated that the interface was working intermittently. During repair, the customer's complaint was unable to be duplicated, the unit was found to meet specification; however, communication with the customer revealed that the customer had identified a loose connection in channel 1 and had re-soldered the connection. Based on the repair outcome and the repair history, the 'most likely' cause of the event is anticipated use characteristics leading to the malfunctioning internal connection.